Event description:
It was reported that the implantable neurostimulator (ins) was explanted so the patient could have an MRI after a motor vehicle accident. It was not known if there were any issues with the device after the motor vehicle accident. It was reported that the device "worked great." Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 3889-28 lot# v713674 implanted: 2011-(B)(6) explanted: 2012-(B)(6) product type lead product ID 3037 serial# (B)(4) product type programmer, patient. (B)(4).